Event description:
Drive devilbiss is the initial importer of the device which is a toilet support rail. The device has not been received for evaluation. When the evaluation results are available a follow-up report will be filed. While using the device the right arm pin came out. The user fell down into the bath tub. The patient was hospitalized for three days.